Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/30/2019. The device was evaluated by the field service engineer and the reported issue was confirmed. The field service engineer replaced the touchscreen assembly to address the reported issue. The issue has been resolved, the device has been tested, and the device now functions as intended.

Event description:
The customer reported touchscreen failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm.